Event description:
It was reported that the device failed during a thyroidectomy. The device was continually activating on its own with out any buttons being pushed, even when not being touched by a person. None of the buttons were stuck. The cord and generator were both changed to ensure that there was no issue with them. A second device was opened and had the same issue, but was not used on the patient. A delay of approximately 30 minutes was caused as troubleshooting was attempted with the equipment. The patient remained stable during this time and during the entire surgery. A third device was used to complete the procedure. There was no patient injury or necessary intervention.

Manufacturer narrative:
The lot number was either #1496906 with an expiration date of 09/01/2013 or #1664720 with an expiration date of 04/01/2014. Two devices were returned to the manufacturer. Both devices were returned in good visual condition. For the device with lot #1496906, upon evaluation it was found that once the max button was pushed the device continued to activate even when the button was not being pressed. For the device with lot #1664720, it was found that the device did not continue to activate when the buttons were released, but the min button did not function properly when pressed. When the button was pressed on the side, there was no signal. The device history records were reviewed and no discrepancies were noted.